Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture", "breast swelling" and "milk production".

Event description:
Patient's husband reported left side "rupture", "breast swelling" and "milk production". Device remains implanted.